Event description:
A malfunction code was reported by the customer, identified as malf 12, though no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump; the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which they acknowledged and understood.